Event description:
Revision due to poly wear of the meniscal bearings, with secondary scratching of femoral component and tibial tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.